Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Approximately 6 months post treatment, clinic reported patient had experience some complications after a second miradry treatment. The first treatment was performed (B)(6) 2012 with some swelling post-treatment but no other issues. A second treatment was performed (B)(6) 2012. Treatments were performed using multiple injections of lidocaine and lower energy levels. Patient reported to the clinic 2 weeks after treatment that he had numbness and tingling, some loss of dexterity in the right hand ring and middle fingers. Patient still has numbness, tingling (no weakness) and occasional shooting pain. Approximately 7 months post treatment, the clinic reported the patient still has numbness and tingling. Approximately 12 months post treatment, the clinic reported speaking with the patient. The shooting pain in the forearm has subsided (although it was a very slow process), the numbness in the forearm is still present but seems to be slowly getting better. No further follow-up was provided or expected.